Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft thrombus was not confirmed through the evaluation of the returned device. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The remaining distal end of the pump cable and the modular cable were not returned. Approximately 5¿ of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was not returned. The apical cuff was returned and secured with the fully engaged cuff lock. Evaluation of the pump¿s blood-contacting surfaces revealed brown, moldy, coagulated blood within the pump cover. The blood was unstructured and was not adhered to the blood-contacting surfaces, suggesting that it was not likely present during support. The evaluation did not reveal any evidence of developed thrombus formations in the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient received a transplant after being moved up on the transplant list due to thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did not have a bend relief collar attached to the outflow graft. A computed tomography angiography (cta) was done on (B)(6) 2021. The cta showed multiple areas of adherent thrombus was noted along the outflow cannula measuring up to 5 mm in thickness. The patient was currently admitted. The patient was on heparin bridge and unlisted status 2 exception.